Manufacturer narrative:
Initial reporter address 1:(B)(6)

Event description:
It was reported that a dissection occurred. The target lesion was located in right coronary artery (rca). Pre-dilation was performed using a semi compliant balloon. After deployment of a 3.00 x 24 mm synergy xd stent at nominal pressure, a distal edge dissection was noted. Non-compliant balloon was used to post dilate the stent. The dissection was covered with another 3.00 x20 mm synergy stent, and the procedure was completed successfully. The patient was stable post procedure.